Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2014-00582 & 03356 / 03359).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on the left side on (B)(6) 2008 due to periprosthetic fracture. Review of invoice history further indicates patient underwent revision procedures on (B)(6) 2008, (B)(6) 2009, and (B)(6) 2010 for unknown reasons.